Manufacturer narrative:
On (B)(6) 2019, device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. Red and brown material was observed within the device. White, yellow and black material was observed on the shell surface. Upon initial inspection the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a, which is defined as: necessitates intrusive medical or surgical intervention. A manufacturing record evaluation (mre) of lot number 246383 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/7/19, it was reported incorrectly that the product was not received. The product was received on 12/5/2018. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) for the lot number 246383 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: saline mentor siltex round moderate profile 350cc breast implant, catalog number 3542655, serial number : (B)(4), lot number 5527142. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with saline mentor siltex round moderate profile 350cc breast implants and experienced deflation on the right breast implant and a capsular contracture baker grade ii on the left breast implant. The deflation was observed by the healthcare professional. As a result, the patient had undergone explantation on (B)(6) 2018.